Manufacturer narrative:
Clinician fractured the implant upon placement. In-house testing has indicated that a minimum torque of 85 ncm on the abutment is required to cause implant failure. Therefore, it is highly likely that this incident may have occurred as a result of user error/mis-use. Since the clinician did not provide the implant lot numbers, zest was unable to review the specific lhr records. However, all zest products that are shipped out must meet their specific product specs and must be approved for product release. Any issues are successfully resolved prior to the release of all parts. No further action is required. Refer to (B)(4).

Event description:
Lodi implant broke at the top during placement of the implant.